Event description:
It was reported that the patient was unable to pump their ambicor penile prosthesis (app) and wanted it replaced with a malleable device. A surgical procedure was performed during which the app was explanted and replaced with a tactra malleable device. There were no patient complications.